Event description:
It was reported during a follow-up in clinic, episodes of noise resulting in noise and inappropriate mode switch were observed on the atrial lead. The patient reported that they experienced discomfort during these episodes. Technical support was contacted and the device was successfully reprogrammed. The patient was stable.